Event description:
It was reported that patient presented in clinic for normal follow up. Review of egms noted far r-wave oversensing resulting in inappropriate automatic mode switch episodes. Patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.